Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was stated that during maintenance / service, after turned on the arterial pump "stop" error and audible alarm on the pump occurred. The pump stopped. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4) as the issue occurred during maintenance and no patient was involved. After troubleshooting by field safety technician it has been detected that the dual pressure module (dpm) 1 and 2 caused the stop. The dpm (70105.3595, serial no.: (B)(4)) has been replaced, functional check and calibration performed. The dpm has been requested for further investigation in manufacturer`s laboratory (lce - life cycle engineering). Lce investigated as follows: visual inspection has been performed and no abnormalities has been found. Functional test has been performed and the failure could be reproduced. It has been found that the ic22 is defective. Most probable root cause for the defective ic22: part has been delivered defective or part failed due to aging. Incorrect mounting, for example: exceeding the permissible temperature or the soldering time. Damage caused by esd. Result: ic22d causes a malfunction of the stop signal at pressure output pr2. As a result, a stop signal at the assigned pump mode is applied several times per second for a few milliseconds. The root cause of the defect of ic22 is unknown. Conclusion: ic22 is defect for unknown reason. The dpm cannot be reused and has to be replaced. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error.

Event description:
(B)(4).